Event description:
A device report from (B)(6) indicated a surgeon in (B)(6) reported: pt had previous surgery on (B)(6) 2012 and a locking screw was inserted. After the procedure was completed an x-ray showed the locking screw did not pass through the distal medial hole of the nail. Pt was returned to the operating room the next day, on (B)(6) 2012. Surgeon used the same screw for the revision; existing screw was retracted and was advanced through the medial hole, for correction; procedure was completed.

Manufacturer narrative:
Device used as treatment. The manufacturing documents for lot 7817728 were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as product is entering the complaint system.